Event description:
Unusual readings from pt's blood glucose meter using these test strips. Comparisions made between several other systems showed marked discrepancy between serum value and these test strip values. Rptr has since stopped using these test strips. (*)